Event description:
It was reported that the right ventricle (rv) lead was oversensing and impedance has been high and variable for 2 months triggering an alarm. It was further reported that left ventricle (lv) lead impedance was low. The rv lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.